Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).